Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. A patient's controller displaying the error message " MRI not advised, there may be a problem with the implanted leads" while attempting to set ipg to MRI mode was reported to abbott. An abbott rep met with the patient and identified high impedance. X-rays did not identify lead migration or a fracture. The patient still had effective pain relief but was in need of an MRI for an unrelated health condition. They were to be scheduled for a lead replacement. It was reported on (B)(6) 2020; the patient had decided to not pursue a lead revision at the time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2020-33178. It was reported that the patient has high impedances on one scs leads. In turn, the patient may undergo surgical intervention to address the issue. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.

Event description:
Reference manufacturer number: 3006705815-2021-00389. It was reported that the patient underwent surgical intervention wherein the scs system was explanted and replaced to address the issue.

Manufacturer narrative:
A patient's controller displaying the error message " MRI not advised, there may be a problem with the implanted leads" while attempting to set ipg to MRI mode was reported to abbott. An abbott rep met with the patient and identified high impedance. X-rays did not identify lead migration or a fracture. The patient still had effective pain relief but was in need of an MRI for an unrelated health condition. The patient¿s lead was replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.